Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection showed the top and bottom cases are in excellent condition. No visible contamination.

Event description:
Additional information was received: the device did not fail while in use with a patient.

Manufacturer narrative:
One medfusion pump was returned for investigation in used condition. The reported depleted check syringe plunger sensor was evidenced in the event history log (ehl). The error was also reproduced during power up. The reported product problem was therefore confirmed. The alarm was produced because the flippers had become stuck due to a broken screw inside the plunger head. The problem source of the reported product problem was unknown. A root cause was not established. The left plunger case was replaced to address the reported issue.

Event description:
One medfusion pump was returned for investigation in used condition. The reported depleted check syringe plunger sensor was evidenced in the event history log (ehl). The error was also reproduced during power up. The reported product problem was therefore confirmed. The alarm was produced because the flippers had become stuck due to a broken screw inside the plunger head. The problem source of the reported product problem was unknown. A root cause was not established. The left plunger case was replaced to address the reported issue.